Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cut-off hcg concentrations and high positive hcg urine standards . All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The serum quant for the patient was reported as 276. A dilute urine sample may make the hcg quant level much less than the serum levels which may lead to false results. Some patients may test negative early in pregnancy if the urine hcg is below the cut-off of 25 miu/ml. It is recommended that if pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required. A CAPA, CAPA-(B)(4), has been opened to address the late documentation of this complaint.

Event description:
The customer reported receiving a negative urine hcg result using a hcg one step pregnancy test strip. A later serum test produced an hcg result of 276 (no units provided). Although requested, no additional information provided.